Event description:
A baxter field engineer reported a flogard infusion pump with an alarm fg.117. No patient injury was reported when this event was received.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a baxter field service technician, and the condition was confirmed. This is an ancillary service event. The cause was determined to be damage to the pump head door assembly. To correct the condition, the pump head door assembly was replaced. If any additional information is received, a follow up MDR will be sent.